Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter. The customer's blood glucose (bg) was 140 mg/dl. A replacement usb cable and wall adapter were sent to the customer. Upon follow up, the customer reported that the battery was able to charge using the replacement usb cable and wall adapter.